Event description:
It was reported that during an unknown procedure, the hand piece is causing a generator error. No other information available. No patient consequences. No device being returned. Has the hand piece been used with reprocessed/remanufactured disposables? Yes which reprocessor? Stryker.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.